Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a orthopat machine centrifuge speed error after excessively loud spinning. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report a orthopat machine centrifuge speed error after excessively loud spinning. No donor or operator injury was reported. Upon eval of the device the reported problem could not be verified. Minor fluid ingress was found on the interior of the machine. Parts replaced due to blood spill include the top deck distribution board, driver board and the power supply. The machine is now ready for use. (B)(4).